Event description:
On (B)(6): customer reports via phone that staff were performing and undetermined urology procedure on a male pt (age unknown) when system fluoro failed. Staff moved the pt to another room where procedure was completed without further incident. Pt is fine. No reported injury.

Manufacturer narrative:
Tech support troubleshoot with biomed and determined the platinum one had the message-generator interface module (gim) communication error. This explained the no fluoro issue. Upon further investigation, biomed found the gim power cord was not fully inserted when he went to check it. When he reseated the power cord, the issue was corrected. The gim cord had become loose causing the gim to loose power. The system now performs fluoro and digital rad exposures. Returned to service.